Manufacturer narrative:
This is a known potential adverse event addressed in the product labeling. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported that the patient was injected with juvéderm volbella® xc and unspecified juvéderm in the lower face. The patient was also injected with kybella® and botox®. At a later time, the patient was injected in v1 and v2 with 0.5 ml per side of juvéderm voluma® xc. About 2-3 days after the juvéderm voluma® xc injection, the patient complained of swelling, firmness and tenderness. There was also discoloration in the area. The patient was treated with doxycycline, keflex®, and a long titration of prednisone. Symptoms seemed to be getting better, but now are getting worse again. Hylenex® was also injected into the area. The patient has been put on clarithromycin and ciprofloxacin. The symptoms are ongoing. This is the same event and the same patient reported under MDR ID # 3005113652-2020-00192 (allergan complaint # (B)(4)) and MDR ID # 3005113652-2020-00195 (allergan complaint # (B)(4)). This is the first MDR submitted for the first suspect product, juvéderm voluma® xc.